Event description:
During a ptca/stenting treatment procedure, balloon deflation difficulites were encountered. The physician pre-dilated the lesions in the left circumflex. He successfully stented the 99% lesion in the left main/ostium of the circumflex artery with an express2 4.0 x 20 mm stent and stented the heavily calcified 70% lesion in the mid-circumflex with an express 2 4.0 x 8 mm stent. He then attempted to deploy an express2. 4.0 x 12 mm in the mid-circumflex. Following inflation of the delivery device balloon at 14 atms for 25 seconds, he was unable to deflate it. Multiple maneuvers were used, including an attempt to puncture the balloon with a stiff wire and inflating the balloon above rated burst pressure, with no success. Finally, the balloon catheter was pulled out aggressively with the wire and guiding catheter, with difficulty. The patient had developed chest pain during the procedure, but immediately felt the pain resolve, upon removal of the balloon catheter. The left groin was then accessed as a safety measure, in case of complications in the left main or circumflex arteries or perforation. Final angiography confirmed no complications and timi iii flow was noted. The procedure was considered successful. The patient left the cath lab in stable condition.